Event description:
It was reported that the patient was having surgery for a broken catheter. The patient had presented with uncontrollable muscle spasms in his arms and legs, along with bodily fatigue and anxiety. It was also noted that the patient had ringing in his ear. At a physician visit, he 'waved the wand over his pump" and it didn't prime. He told the patient 'to prime like he was supposed to,' but he still had symptoms two hours later. The patient was sent to the hospital, but couldn't remember anything until the next day. On the day of report, the physician performed a procedure where he pumped saline into the catheter and a large knot was seen in the patient's back. It stated that the catheter had been dispensing the morphine about six inches before it entered into the spine. It was reported that, during an earlier pump replacement, the physician had decided not to replace the patient's codman catheter. He decided to splice the new catheter onto the existing codman catheter. The drug used in this system was morphine sulfate.

Manufacturer narrative:
Concomitant products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).